Event description:
The fe reported the system had a communication error and shut down without command. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.